Event description:
It was reported the patient presented to the clinic for episodes of vf. The device under sensed the episodes but the patients rhythm broke on its own. The device was explanted for reaching eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.